Event description:
On (B)(6) 2014, leica biosystems rec'd a complaint regarding sub-optimal processing of 111 specimens from a 12 hour protocol, using peloris 11 tissue processor. The complainant described the affected tissue samples as "rubbery"; and advised that re-processing was being performed on an alternative peloris tissue processor located in the laboratory. On (B)(6) 2014, leica biosystems rec'd info from the laboratory confirming that tissue from three (3) patients was not diagnosable. On (B)(6) 2014, leica biosystems rec'd further info from the laboratory indicating that re-biopsy of one (1) of the three (3) patients from whom tissue was not diagnosable. On (B)(6) 2014, leica biosystems rec'd the age and gender for the patient for whom a re-biopsy has been performed. Investigation of this complaint by leica biosystems is in progress.